Event description:
It was reported that the device was unable to be interrogated via bluetooth telemetry. A different merlin programmer was used, and a magnet was applied, but the event persisted. Additionally, noise was observed on the device. No additional intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.